Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 4 sensors (serial numbers unknown) and all sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported an adc freestyle libre 2 sensor failed to alarm for low glucose and when attempting to obtain a scan result, provided a "scan again in 10" message followed by a "replace sensor" message. Customer reported a total of "4 failures" with adc freestyle libre sensors. Details of the user report are as follows: "using the freestyle libre 2 system, a cgm device. Hypoglycemic event occurred without alarming from the device. Friend concerned about mental status changes . Became extremely sweaty and shaky. Manually scanned sensor and got sensor error try again in 10 minutes;did not wait. Located another devise(out of fingerstrips strips that came as back up with the machine because of the multiple sensor errors and other outright sensor failures, yes multiple failures). Located old glucose meter. Fingerstick 49; 49 and no alarm. When rechecked sensor this time. Got message that the censor had failed(only on 5-6 days suppose to last 14 days) and to put a new sensor. I just discovered this reporting site, but abbott should have reported at least one of the other outright failures; 4 times this far...".there was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.